Manufacturer narrative:
Date of report: 28sep2021.

Event description:
The customer reported the ventilator is not making correct sounds when delivering flow or volume. The nurse walked into the patient's room, and said the vent sounded like it was not delivering volumes or had any flow. The nurse then informed the respiratory therapist and then vent was taken off the patient. The ventilator was on a patient at the time of the issue and the patient was taken off the ventilator. There was no patient harm. The ventilator was evaluated by an authorized service provider (asp). The asp ran a preoperational check. The machine sounded normal and had no alarms. The error log did not reveal any check vent diagnostic codes. The asp ran testing on the ventilator and all tests passed. The ventilator was determined ready for use.